Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 202) was displayed when trying to download flags. The database error was caused by a corruption of a non-critical sector of the flash programming, which resulted in the inability to perform detect and treat testing with patient flags on the monitor. After reprogramming the monitor, the flash test and patient download were successful. Patient protection was not affected. The root cause for the flash programming corruption could not be positively identified. There was no adverse event that resulted from the damaged monitor.